Event description:
Event description cpi received information that a patient's implantable cardioverter defibrillator (ICD) exhibited oversensing. The physician performed an invasive procedure to evaluate the system and elected to replace the rate sensing portion of the transvenous defibrillation lead with a bipolar endocardial tined lead. This resolved the oversensing issue.